Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: bi71000135, serial/lot #: none; product ID: bi71000144, serial/lot #: none. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and they adjusted the sidewall door switch, inspected all parts of the door for damaged, checked the door gaps, and tested the door open/close functionality extensively. They completed rad and fluoro gain calibration. Then they replaced the upper and lower door caps. Completed a system checkout and the system was working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was ran into a wall during transport and the door will not open now. No patient was present at the time of the event. Update from the manufacturer representative stating that the site did not try to open the door manually.